Manufacturer narrative:
Method/results: no product will be returned for evaluation.

Event description:
On (B)(6) 2010, patient reported while using the infusion set, the adhesive would lift on the sides. Patient stated she ... The IV prep wipe adhesives and would allow it to dry. She reported she did not use any moisturizer prior to site insertions. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.